Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the meter information. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. However, the customer refused to return the device. A replacement meter kit was sent to the customer.